Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported to philips healthcare call center that the heartstart xl would not power up on battery power alone. There was no patient involvement.